Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an inaccurate delivery issue. Reportedly, the basal history did not match the active basal program at the time of troubleshooting. The patient had reportedly experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/27/2015 with the following findings: a review of the black box indicated that the last basal delivery occurred at 08:29am on 07/02/2015. There was no activity outside normal use observed in the pump histories. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump was found to be delivering within required specifications; the complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.